Manufacturer narrative:
(B)(4). The sample has been requested, but to date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a gastrectomy, the device jaws would no longer open. The jaws were able to be opened again, but this resulted in oozing under 200cc. Sutures were used to complete the case. There was no patient injury.